Event description:
This ra lead was implanted on (B)(6) 2010. A call to technical services on 8/26/11 states the ra lead has oversensing and noise. Atrial sensitivity set to 0.25 because of history of small p- waves for afib events. Noted daily measurements for the atrium have low p-waves at times along with a large drop in impedance also. Some farfiled and possible latent retrograde p-waves before vt events that self terminate. Unable to reproduce. Rep to confer with md on possible ra lead issue developing. Will watch closely. No patient issue, symptoms or negative effects. Possible lead issue starting, does not look like emi. Happens between 7-10 in the morning. Patient is usually at work. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).